Event description:
It was reported the patient is not receiving effective stimulation.surgical intervention is pending to address this issue.

Event description:
Follow up information identified the sjm representative met with the patient in order to perform troubleshooting of her scs system. Lead diagnostics and an x-ray revealed no anomalies. Reprogramming and educating the patient about her scs system was able to resolve the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.